Event description:
The initial attorney report alleged pain, adhesions, infection, seroma, fistula abscess and mesh explant/defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of two stomal incisional hernias with composix kugel mesh. On (B)(6) 2005 - pt underwent incision and drainage of left flank incisional abscess. On (B)(6) 2005 - pt underwent exploratory laparotomy, lysis of adhesions, small bowel resection, excision of infected mesh, and debridement of abdominal wall abscess. A fistula was noted between the small bowel and mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The medical records indicate that the pt was treated for fistula, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be obtained, a follow up MDR will be submitted.